Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room due to hyperglycemia on (B)(6) 2021 with the blood glucose level above 400 mg/dl. It was unknown whether the auto mode was active or not. The customer reported that the pump stopped working. The customer was treated with manual injection. The insulin pump will not be returned for analysis.